Manufacturer narrative:
Concomitant medical products: 5076-58 lead implanted (B)(6) 2011; 419488 lead implanted (B)(6) 2011; 5076-52 lead implanted (B)(6) 2005; 694965 lead implanted (B)(6) 2005. Additional products: heartware ventricular assist system ¿ controller 2.0, model #: 1420, catalog #: 1420, expiration date: 30-sep-2020, serial #: (B)(4), UDI #: asku. Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 30-sep-2019. Labeled for single use: no. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller exhibited electrical fault, high watt, and ventricular assist device (vad) disconnect alarms and the patient was found to be unresponsive. It was observed that the vad driveline cable connector was partially disconnected from the controller. Emergency medical services reconnected the driveline to the controller and all alarms cleared. The patient was hospitalized and regained consciousness at the hospital. The patient underwent computed tomography angiography (cta) and computerized tomography (CT) scans of the head which came back negative. The patient was reported to be neurologically intact and alarms were not able to be replicated by manipulating the driveline cable. The vad and controller remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for device analysis and investigation completion. Product event summary: the ventricular assist device (vad) and controller were not returned for evaluation. Log file analysis revealed several electrical fault alarms, high watt alarms, and vad stopped alarms logged on (B)(6) 2020. An electrical fault alarm was logged at 20:57:13 indicating an open phase on the rear stator, resulting in the pump running on a single stator (front stator only). At 20:57:14, a vad stopped alarm was logged due to open phases on both stators. One (1) additional vad stopped alarm and three (3) additional electrical fault alarms were logged between 20:57:30 and 21:11:09 due to open phases on the stators. This likely triggered the high watt alarms, logged at 20:57:28 and 21:09:26 due to the increased power consumption required to run on a single stator. As a result, the reported event was confirmed. Based on risk documentation and the available information, a possible root cause of the reported event can be attributed, but not limited, to contamination by foreign material of the driveline connector or a marginal driveline connection. Additional products: controller 2.0 (B)(6). H3: yes h6: FDA method code(s): 4112, 4114. H6: FDA results code(s): 3213. H6: FDA conclusion code(s): 4315 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.